Manufacturer narrative:
The device was manufactured april 14, 2016 - april 15, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow during infusion. The device had been filled with fluorouracil and connected to a non-baxter 19 gauge needle set, which was connected to the patient¿s non-baxter porta-cath. However, two days after being connected to the patient, the device was found to not have infused. The reporter stated that previous infusions had been performed successfully using the same setup. There was no patient injury or medical intervention associated with this event. No additional information is available.